Manufacturer narrative:
Device mfg date has been updated based on the product download. At the time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor did not attach after applying with the device applicator. On (B)(6)2019, as a result of the customer being unable to test their blood glucose levels, the customer self-administered an extra dose of insulin based on how she felt and subsequently lost consciousness. The customer's husband called emergency for services. The paramedics arrived and treated the customer with IV "glucose" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor did not attach after applying with the device applicator. On (B)(6) 2019, as a result of the customer being unable to test their blood glucose levels, the customer self-administered an extra dose of insulin based on how she felt and subsequently lost consciousness. The customer's husband called emergency for services. The paramedics arrived and treated the customer with IV "glucose" for hypoglycemia. There was no report of death or permanent injury associated with this event.